Event description:
Philips received a complaint from a field service engineer (fse) on behalf of the customer on the v60 ventilator indicating that the device is getting error code 1122 check vent: blower temperature high message while performing pre-operational testing. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. No repairs were completed by the field service engineer as the customer declined service and repair. The customer decided that they will handle the service call/incident. No additional details regarding the reported issue and its resolution are available. The investigation concludes that no further action is required at this time. The device remains at the customer site. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.